Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2: reference MFR report: 1627487-2016-02819. It was reported the patient lost therapy following a surgical procedure where her ipg (different manufacturer) was replaced with an sjm ipg and two adapters on (B)(6) 2016. Lead diagnostics showed high impedances. Surgical intervention may be pending to address the issue.